Manufacturer narrative:
Evaluation codes, results: conclusion: emergent treatment of a thoracic dissection.

Event description:
A talent stent graft was implanted in a patient for the emergent treatment of a thoracic dissection, without the presence of an endoleak. It was reported that as deployment of the first stent graft initiated, it misaligned; therefore, an attempt to pull it down in order to correct the misalignment. The stent graft was pulled down 1.5 cm to 2 cm; however, the misalignment did not get corrected. Deployment of the stent graft was completed and another talent thoracic stent graft was placed and deployed proximal to the first device. It was accurately deployed at the intended location. No additional clinical sequelae were reported and the patient is fine.